Manufacturer narrative:
At the repair center, the reported issue was confirmed via conformation of the error code in the event log. The repair center replaced the cooling fan to resolve the reported issue. The repair center replaced the cooling fan to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that a cooling fan speed error occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a cooling fan speed error occurred. The device kept operating when the issue was observed and there was no delay in therapy due to the issue. This investigation is ongoing.